Manufacturer narrative:
Manufacturing and quality control data: the progav® shunt system was manufactured by a qualified employee on december 2019. Deviations during assembly did not occur. The product was finally tested as article fv434-t and released for packaging and sterilization and was sterilized by miethke. The progav® has a normal pressure range of 0 to 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at set pressures of 0, 5, 10 and 20 cmh2o, and were found to meet specifications. The shuntassistant® has a fixed pressure of 20. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at a fixed pressure of 20 cmh2o, and were found to meet range the tolerances. All tested parameters were assessed according to specifications. Visual inspection: the following observations were made during the visual inspection: - some holes in the catheter. Results: based on our investigation results, we can identify a leakage between reservoir and valve. How the catheter was damaged is not clear to us. Please note the IFU, the catheters should only be connected with suitable clamps and not directly behind the valve, otherwise can be damaged the catheter. However, we can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Manufacturer evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to miethke that a progav sys w/sa 20 a.control reservoir (part # fv434 -t) was used during an unknown procedure performed on an unknown date. According to the complainant, during surgery, a device leak was detected. The complaint device has been returned to the manufacturer for evaluation. No patient complications were reported as a result of the event. No further details are available at this time.